Event description:
A peritoneal dialysis (pd) nurse reported a pd patient was diagnosed with peritonitis. The patient went to the emergency room (B)(6) 2015 and was discharged the same day. The patient did not properly adhere to aseptic technique by wearing a mask. Laboratory records revealed (B)(6) was isolated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Manufacturer narrative:
An investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. There was no cycler replacement under this file. The file was opened to document a peritonitis event. The nurse stated that peritonitis was due to a break in aseptic technique and not due to the cycler. This patient event was further addressed by the post market clinical group.

Manufacturer narrative:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with peritonitis. The patient went to the emergency room (B)(6) /2015 and was discharged the same day. The patient did not properly adhere to aseptic technique by wearing a mask. Laboratory records revealed (B)(6) was isolated from pd fluid. The medical records did not provide sufficient date to correlate the reported event to the use of fresenius products. It is likely that peritonitis was related to the patient not adhering to aseptic technique.